Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported pt or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the investigation details the reported condition of the device overheating during usage could not be confirmed. Service did a clean, lube, and adjust to the device, and it was returned to the customer.